Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video processor (vp). The system was verified and ready for use. The vision processor (vp) was analyzed and in logs, error 319 was found indicating that the fault had occurred in the field. Visual inspection found no issues were found that is related to the report issue. The vp was installed onto a golden system (is 4200) where error 319 was triggered indicating fault on the vp, replicating the reported event. Then the golden system was set to run video test, 10 minutes sine cycle 10 power cycles & sitting idle for 1 hour. Once testing was completed, the system error logs was inspected and verified the dwa to be the source of the fault. The probable root cause is attributed to, based on findings from failure analysis, the dwa (dual window appliance) board on the vp.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that non-recoverable errors occurred during power-up after attempting to completely power cycle the video system controller. The errors were related to the video processor in the video system controller. A complete power cycle of the video processor and vision tower was performed a second time, but the 319 errors related to the video processor persisted. The patient was already on the table, and the ports had been placed, so the procedure was converted to laparoscopic surgery. The procedure was converted to laparoscopic surgery with no reported injury.